Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump had physical damage and was squirting insulin instead of dripping out. The customer¿s blood glucose level was unknown at the time of the incident. The customer believes the pump sometimes does not deliver as it should but did not receive any errors. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.